Manufacturer narrative:
Additional information was received that the event was a use error. The facility o2 over pressured results in machine leak. There was no reportable malfunction.

Event description:
It was reported that there was a malfunction resulting in insufficient oxygen (o2) concentration during a case. There was no patient injury.

Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a1, a2, and a4: no information available. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.